Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset procedure, did not experience recurring malfunction after reset, was advised to continue using pump and to call back if malfunction returned, and no additional information was received regarding any further outcome.